Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the major papilla, the patient had several 0.5 cm stones in the left intrahepatic duct. The doctor attempted to use a rx cannula to cannulate the major papilla but was unsuccessful. The physician then attempted to use the subject autotome; however, after several attempts, the autotome was unable to cannulate the papilla. As the autotome was removed from the scope, it was found there was a 0.3 cm crack at the plastic tip. The doctor attempted to use the rx cannula again and was successful in cannulation. The physician placed a jagwire into the rx cannula and the guidewire was able to reach the left intrahepatic duct. The physician exchanged the cannula with another new autotome of same model for sphincterotomy. An rx extraction balloon was inserted over the guidewire, however, the compliant balloon was unable to reach the left intrahepatic duct, as it was kinked at 3 cm from the catheter's tip inside the common bile duct. The physician used another balloon of the same model to successfully complete stone extraction. The patient's condition was reported to be stable.